Manufacturer narrative:
Additional information: g3 correction: h6 (additional rfr: diffir) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic pancreatic tail resection, the firing stopped midway. The firing was repeated in advance by one cm and waited for about a minute. When the knife reaches the tip, a power handle error with a red circle; a slash and an exclamation mark appeared and the knife did not return. The surgeon pressed and held the force reset button to return the knife and release it from the tissue. When the sales rep checked the handle after the surgery, it was confirmed that the handle attaching a new shell and reload was able to be used with sponge successfully. A new powered stapler and shell were used to resolve the issue. No patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.